Event description:
(B)(4). I continuously get welts on my skin, itch like crazy, but never knew why, until I begin reading some of the other comments posted. My hair has thinned and battle with my weight.